Event description:
It was reported by service report that the head right outer siderail panel was broken. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: damaged head-end right outer siderail panel.